Manufacturer narrative:
Follow-up #1 date of submission 07/12/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the pump black box data revealed cs 078 call service alarms. The pump case was removed, and evidence of moisture ingress was found on the motor flex connector, causing the alarm. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump emitted a cs 078 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.